Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during the surgery, a part of the seal came off and it dropped into the surgical cavity. It was removed without difficulty. No patient injury reported.